Event description:
The manufacturers representative reported the patient expired in 2006, with the cause of death being respiratory failure. The patient had been receiving morphine via the pump. Numerous attempts have been made to contact the hcp for additional information without response.